Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 600 mg/dl at the time of the call. The customer was given intravenous d50 and manual injections to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer got a button error alarm which they were unable to clear and the buttons were unresponsive. Troubleshooting was not completed due to the unresponsive pump buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit alarmed unexpected alarm every time the battery was install due to at leaking voltage. Unit received with operating currents within spec. Unit passed self test, rewind, displacement test, basic occlusion test, prime test and excessive no delivery test. However, unit alarmed motor error during occlusion test due to slightly loose drive support disk. Unable to perform occlusion test or dat test due to motor error alarms. Unable to perform unexpected alarm error test due to alarms error 21. The motor was tested outside the device and passed. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case.